Event description:
The customer reported during an elective pacemaker replacement procedure, this right ventricular lead was abandoned surgically (capped) due to high threshold measurements. A new lead was successfully implanted with no adverse patient effects reported. The lead was actively implanted for approximately 7 years, 11 months.

Manufacturer narrative:
The lead was abandoned surgically (capped) and a new lead was successfully implanted. As a result, the lead will not be returned for analysis, therefore, the reported clinical observation cannot be confirmed. The manufacturer was not successful in obtaining the threshold measurements. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.